Event description:
Description of event according to initial reporter: phone conversation: the physician got it out, but one of the upper/secondary struts looked like it was titled and sticking out. The physician pulled it back into the sheath and inverted the umbrella. A new filter was opened and used to complete the intended procedure. Patient outcome. The complainant did not report any adverse effects to the patient due to this occurrence.